Event description:
The associated plate broke at a screw hole. It is unknown whether a screw or a locking screw was implanted at said screw hole.

Manufacturer narrative:
The parts were received with no visible damage. The complaint source is related to plate breakage. All screws are intact and do not show damages or wear. This complaint is indeterminate from a manufacturing perspective.

Event description:
It was reported that a variable angle condylar locking compression plate and associated screws were revised because the plate was broken as well as due to a non-union of the fracture for which the hardware was implanted. Patient was revised to a retrograde femoral fixation nail and bone graft from the iliac crest. This is report 2 of 3 for complaint (B)(4) and applies to six locking screws of unknown part number and unknown lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Month of implant is reported as (B)(6) 2012.